Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that during the initial attempt to dilate the vein using the introducer, the dilator failed to function as expected. The patient did not have any adverse effects and did not have skin that would lead me to think the dilator would fail. No further information was provided.